Event description:
This rv lead was implanted on (B)(6) 2008 and capped on (B)(6) 2018. In a product experience report received on 08/20/2018, it was noted that the lead was capped due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), japan. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).